Event description:
It was reported that loss of capture was observed. The lead would only capture at max output. No other electrical anomalies were reported. The patient was asymptomatic. The lead was capped on (B)(6) 2017 and replaced with a new lead. The patient was stable before, during, and after the procedure. The patient will be monitored on merlin.net.